Manufacturer narrative:
No information received about reference and lot involved. Preliminary investigation based on the picture of the explanted tibial insert secure fixation screw performed by r&d product manager on (B)(4) 2018: revision surgery due to loosening of the insert safety screw that was then removed arthroscopically. The head and the threaded part of the screw look partially damaged. These parts have been plastically pressed once, backed out from the baseplate, were interposed between the femoral component and the tibia insert and underwent to the body load. No consequence should be expected for the absence of the screw, since its usage is now optional. Tibial insert, tibial baseplate and femoral components have not been explanted, so we can suppose that they have been found in good condition during arthroscopy. In case of no or minimal damage, no further consequences should be expected from this event. The most-likely cause for self-unscrewing of the screw is insufficient tightening torque. Usage of the screwdriver with a torque limitation (ref. 02.07.10.4577; torque limiter screwdriver 3.5 nm), currently mandatory, has not been confirmed. Other unknown factors might also play a role in the event. No further considerations can be done basing on the available information . Clinical evaluation performed on (B)(4) 2018 by medical affairs director more than 2 years after primary cemented total knee arthroplasty, the insert fixation screw got loose in the joint. It was immediately removed with an arthroscopic operation. No consequence should be expected for the absence of the screw in the future life of the implant. During the arthroscopic procedure, visual inspection of the articular surfaces can be performed. In case of no or minimal damage, little or no further consequence should be expected from this event. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role.

Event description:
We were informed on (B)(6) 2018 that a revision will be done on (B)(6) 2018. About 2 years and 10 months after primary the surgeon revised arthroscopically the patient to remove the unscrewed inlay fixation screw. The surgery was completed successfully.